Event description:
It was reported that a patient underwent a laceration closure procedure on (B)(6) 2012 and topical skin adhesive was used. The laceration was on the left eyelid between the eyebrow and eyelid and the length was approximately an inch and a half long. During application of the topical skin adhesive it dripped into the patient's eye. The eyelid was physically pulled open and the eyelashes were cut off. The left eye was edematous with pain. The child was taken to the ophthalmologist 2-3 days following the event. The ophthalmologist stated that the surface of the eye appeared scratched and a cream was prescribed. The mother stated that the cream seemed to remove the topical skin adhesive from the surface of the eye. The child is doing well and does not have pain and the laceration appears healed.

Manufacturer narrative:
(B)(4). Patient: (B)(4) unintentional bonding of eyelid. Device (B)(4) - unintentional bonding of eyelid occurred. Conclusion: the device information for use warns that "when closing facial wounds near the eye with topical skin adhesive, position the patient so that any run off of adhesive is away from the eye. The eye should be closed and protected with gauze. Prophylactic placement of petroleum jelly around the eye, to act as a mechanical barrier or dam, can be effective in preventing inadvertent flow of adhesive into the eye".